Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. In addition, according to the implant registration card two channels were left extra-cochlear at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The hearing performance with the device is affected. The user was reimplanted a new device.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, according to the implant registration card two channels were left extra-cochlear at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device is affected. The user was reimplanted a new device.

Event description:
The user came to the clinic for regular fitting session when the audiologist noticed impedances were progressively increased. 2 electrodes are out of the cochlea since implantation. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. In addition, according to the implant registration card two channels were left extra-cochlear at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected. Re-implantation is being considered.